Manufacturer narrative:
(B)(4). Additional information: this field complaint was reported 2/5/2014. The affected packaging batch, k4ce79, was produced 3/21/2013 on (B)(4) and (B)(4) center. The package was analyzed on (B)(4) 2014. The customer complaint indicated that the sealed package was damaged. One (1) sealed package was received with no sales unit carton. The package was visually inspected for the damage. Damage was confirmed in the tyvek topstock material creating a breach of sterility in the one (1) package received. The package was crumpled and had the appearance of excess handling. The tyvek appeared to be cut into from the outside with a semi-sharp object starting in the line barcode and going down the package ending in a rough gouge. The damage was viewed under microscope and it was established that printing ink was present on the cut tyvek fibers showing that package had been printed prior to the occurrence of the cut. The cut did not line up with the contours of the instrument in the package. The defect location and attributes indicate that the damage was not due to a misloaded device. The package condition indicates handling is the most likely root cause. It appears to be a cut made from a sharp object and the defect is large and easily detectable. No knives are used in the operations for handling the package. Internal controls include 100% visual inspection at sort, standard work, quality inspection sampling, therefore this defect is suspected to be externally caused due to improper handling. The cause of the damage could not be determined. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during an unknown procedure, the sealed package was damaged. Potential integrity issue. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.